Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). Nothing that contributed to positive culture was found during visual inspection of the subject device by (B)(4). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp.(omsc) was informed that during surveillance culturing conducted by the user facility, the subject device tested positive for enterobacter aerogenes and morganella. The facility also informed that the subject device was re-tested. The biopsy channel of the subject device tested positive for klebsiella (7cfu/50ml) and the suction channel tested positive for klebsiella pneumonia (7cfu/50ml). There was no report of the infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel of the subject device tested positive for micrococcus sp. (1cfu) and bacillus sp. (1cfu). And the auxiliary water channel of the subject device tested positive for coagulase-negative staphylococci (1cfu). This microbiological test result meets the target level* of the french guideline, ¿ministry of health and solidarity dgs / dhos, ctinils - march 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. The target level in (B)(6) guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.